Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure (date is unknown).according to the complainant, post procedure (date unknown) gastrointestinal tract fluid was leaking from the flange of the button. The procedure was completed with this device. This device remains implanted.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.